Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hypodermic needle. The customer reports the needle came apart from the hub while in a pt.

Manufacturer narrative:
Submit date: (B)(6) 2010. An investigation is currently underway, upon completion the results will be forwarded.